Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge. The customer's blood glucose level reached 577 mg/dl, indicating it was not within normal range. As a result, customer went to the emergency room and was subsequently admitted to hospital. Customer received IV fluids and insulin treatment, resolving the issue without causing permanent damage or life-threatening ketone levels.